Event description:
It was reported that the patient presented emergently with st elevation myocardial infarction (stemi). While advancing to the mid circumflex coronary artery, resistance was met and the stent dislodged in the mildly calcified left main/proximal circumflex. A 2.5 x 12 mm trek balloon dilatation catheter (bdc) was advanced past the dislodged stent and it was retrieved and pulled into the guide catheter. The sheath and guide catheter with the stent implant were removed from the anatomy together. There was no reported adverse patient effect. A different device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Concomitant products: sheath: 6 fr terumo; balloon dilatation catheter: 2.5 x 12 mm trek. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.